Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was high (value not provided) and insulin pens were used to address elevated bg. Customer reverted to using an alternate method of insulin therapy.